Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in brazil. As reported, this was a case of an implant of a 23mm sapien 3 valve in the aortic position by transfemoral approach. During the valve implant, the operator lost control of the pacemaker and the valve ended up being above the ring (100/0), which was at risk of embolization. Therefore, a new 23mm sapien 3 valve was implanted inside the first valve, with the correct position. The procedure went well and the patient final outcome was good.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the complaint site and the following observed: valve deployed too aorta from base cusps. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during the valve implant, doctor lost control of the pacemaker and the valve ended up being above the ring (100/0), which was at risk of embolization''. Per training manual, ''loss of capture during rapid pacing'' can cause ''sudden movement during deployment'' leading to thv malposition. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to the reported event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.